Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with heavy tortuosity and heavy calcification in the distal circumflex coronary artery. The protective sheath was removed from the 2.75 x 12 mm nc trek balloon without resistance and prepared accordingly to the instructions for use (IFU). The balloon catheter was advanced to the target lesion for dilatation successfully. However, the balloon did not deflate and could not be withdrawn through the guiding catheter. The balloon catheter was cut and able to be withdrawn from the patients anatomy. Reportedly, a dissection occurred, but not due to the balloon catheter and was treated with a xience stent successfully. The dissection was due to the guide wire used in the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was confirmed and the issue was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.